Event description:
The initial reporter contacted shiley to report that a patient had their bjork-shiley convexo-concave mitral heart valve replaced. According to a translation of copies of medical records forwarded to shiley by the initial reporter, the surgeon reported that the patient had presented with symptoms of progressive dyspnea and "a significant gradient most likely due to a pannus formation". During surgery, the patient also had a tricuspid annuloplasty and replacement of their aortic valve. According to the copies of medical records, the patient was hypotensive and anuric during surgery. Post-operatively, the patient developed ischemic hepatitis, peritonitis, and septic shock. The patient died 17 days after surgery of multiple organ failure.